Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 24 mm amplatzer pi muscular vsd (pimuscvsd) was prepared and advanced through a 10f amplatzer torqvue 45 delivery system (dtv45). The left disc was deployed into the left ventricle and the device waist was in the septal defect; however, the right disc deployed cobra-shaped. The physician opted to release the device from the delivery cable but the deformation persisted. The right disc was snared into the right ventricle whereupon the pimuscvsd returned to its original shape. The physician assessed the device using tte and fluoro and commented that the device was positioned as expected. No adverse consequences were reported and the device remains implanted.